Manufacturer narrative:
The device was received by anspach. The device was evaluated and met manufacturing specification. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating "sticking when lever is depressed/released." The event did not occur during surgery. No patient or user injury reported. No additional information reported.